Manufacturer narrative:
Per customer: no sample or system issues were provided. No calibration and qc data were provided. Issue occurred with lot m911529, new reagent lot is being supplied to the customer. Service was not dispatched since this is a reagent issue. This is a reagent issue.

Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous positive rheumatoid factor (rf) results on multiple patients generated by the image immunochemistry system. The erroneous results were not reported out of the laboratory. Per customer, most samples indicate sample giving results >20 iu/ml while using lot # m911529. No affects to patients, the results were not reported out of the laboratory.